Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic original meter. The pt's blood glucose results were 300mg/dl, 156mg/dl,150mg/dl. Tests were done within <10 mins with a difference of 44%. Pt did not experience any adverse events. No further info has been reported.